Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive act and down buttons due to corroded keypad traces. The unexpected restart error test could not be performed, and no back light or time clock anomalies could be verified due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads. No moisture damage was noted inside of the insulin pump.

Event description:
It was reported that the insulin pump had an unresponsive keypad and buttons. The device had alerted change battery, but the customer could not clear the alert due to the keypad anomaly. The customer changed the battery and the time of the device's clock had changed also, to twelve o'clock. The customer's blood glucose was unknown. The customer stated that they were at the swimming pool and had gotten splashed, but the device was dry. The discontinuation of the device was advised. Nothing further was reported.